Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the spare lamp lights up and the ignition error are caused by a converter failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the intended procedure completed.

Event description:
The customer reported to olympus, the visera elite xenon light source displayed an e103-incompatible scope error. The issue was found during preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found that the emergency lights came on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.